Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: screws were damaged. Two of the 1.5mm cortex screws were inserted inside of the plate hole. During the reduction using plate bending, two of cortex screws were damaged. The head of the 1.5mm cortex screws were broken. The patient was impacted. A broken screw shaft is still in patient body. There was no delay in the surgery. The surgeon used k-wires instead of another plate. No additional treatment was needed. The broken off screw heads were disposed from the hospital. The items for investigation are not available. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.